Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified lower reading from his adc freestyle libre reader than an unspecified reading received on a healthcare provider¿s meter, noting that the difference was lower by 6 mmol/l. He further reported that on (B)(6) 2019 he was experiencing ¿sickness and dehydration¿ so he self-presented to a healthcare provider. Customer was treated with insulin via injection, in addition to being given ¿fluids¿ via an unspecified route of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed. The DHR showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for¿precision strips¿was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving an unspecified lower reading from his adc freestyle libre reader than an unspecified reading received on a healthcare provider¿s meter, noting that the difference was lower by 6 mmol/l. He further reported that on (B)(6)2019 he was experiencing ¿sickness and dehydration¿ so he self-presented to a healthcare provider. Customer was treated with insulin via injection, in addition to being given ¿fluids¿ via an unspecified route of administration. There was no report of death or permanent injury associated with this event.